Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Radiographic evaluation determined that the knee arthroplasty implants were anatomically aligned with a small focal radiolucency observed at the far medial aspect of the medial tray consistent with osteolysis, however, the reported loosening could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a left total knee arthroplasty. Subsequently, approximately four years later, x-rays indicate the tibial tray has loosened. A revision procedure is being planned but has not yet occurred.

Manufacturer narrative:
(B)(4). D10 medical devices: femoral component option size f left catalog#: 00596401651 lot#: 64432233. All poly patella standard cemented size 35 mm diameter 9.0 mm thickness catalog#: 00597206535 lot#: 64620672. Articular surface size ef 10 mm height catalog#: 00596404010 lot#: 63782670. G2 foreign source: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.